Event description:
It was reported "stainless guidewire coiling unravelled/bent at j-hook at tip before insertion procedure." A new swg was used from a different kit. There was no patient harm or injury. The patient's current condition is reported as "unknown".

Manufacturer narrative:
(B)(4).

Event description:
It was reported "stainless guidewire coiling unravelled/bent at j-hook at tip before insertion procedure." A new swg was used from a different kit. There was no patient harm or injury. The patient's current condition is reported as "unknown".

Manufacturer narrative:
Qn#(B)(4). The actual device was not returned; however, the customer provided one image for analysis. The complaint of kinked guide wire was able to be confirmed by the photo. Visual analysis revealed a kink adjacent to the distal j-bend. Further comparison of the customer photo to the guide wire assembly product drawing revealed that the straightener tubes do not match. Therefore, the guide wire assembly that is pictured appears to be different than the guide wire assembly included in the kit; however, a complete visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The straightener tubing shown in the product drawing does not match the straightener tubing shown in the customer image. The IFU provided with the kit informs the user, "do not use if package is damaged". Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.